Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 43%, donor 2 hct: 42%. Testing results: donor #1: retention meter and master lot strips: 2.6 inr, customer meter and customer strips: 2.6 inr . Donor #2: retention meter and master lot strips: 3.0 inr, customer meter and customer strips: 2.8 inr. The maximum difference between measurements with the same blood sample was 7%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Occupation: occupation was lay user/patient.

Event description:
The initial reporter received error messages and questionable results from coaguchek xs meter serial number (B)(4). At 7:30 am, the result was 4.7 inr. At 7:35 am, the result was 3.2 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr.